Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was notice after inserting the cup with the kincise that the cup inserter handle had broken. There were no pieces broken off and the event did not delay surgery.

Manufacturer narrative:
Product complaint # (B)(4). This product was reported in error. It was determined that this record was recorded for product that was not manufactured and/or distributed by depuy synthes - joint reconstruction. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.